Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 44 mg/dl at the time of the incident and the current was 44 mg/dl. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer dose not allege the insulin pump was over delivery. The troubleshooting was performed for the low blood glucose over delivery. The customer stated that insulin dripping and the squirting from end of the set before connecting to the site. The customer was treated with the glucose. The customer stated that the auto mode feature was on. The device will not be returned for the analysis.